Event description:
New information received that device in back up mode was identified prior to handing off the pacemaker during interrogation with a programmer and the patient was stable throughout.

Event description:
It was reported that the pacemaker was in a backup-mode. No intervention or procedure was reported. No patient symptom was reported.